Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the abdomen on (B)(6) 2026, which is off-label usage of the device. On the same day, it was reported that the patient started to pair her g7 which had been placed on the abdomen at around 09:20 pm. Then she slept while in "pairing process." She uses omnipod 5 which cannot access aid without an active sensor session. When she woke up around 07:55 am on (B)(6) 2026, she felt disoriented, shaky and diaphoretic. Her dexcom app was showing pairing failed message during this time. She only found out that the pairing failed when she woke up. She checked her bg and it was 64mgdl. Her daughter gave her foods and drinks like coconut water, orange juice, banana and dates. She felt better after 20 minutes and she removed her wearable. Another bg was not checked while she was feeling better. They did not seek medical attention. No other details were documented. An analysis of the data logs was performed for the time in question. The logs indicated that the prior sensor session had expired at 8:42 pm on (B)(6) 2026. At 8:56 pm a pairing attempt was made however the transmitter was not found, confirming the reported event. No additional patient or event information is available.